Manufacturer narrative:
This report is being submitted to supplement the previously submitted report 3003637092-2023-00142. Updated fields: d9, h2, h3, h6, h7, h9, h11. The actual device was not returned; however, it was later discovered that customer returned unused devices from the same lot and provided a photo of the original device. Based on the original device photo provided by the customer, the original device was confirmed to be broken. The representative devices from the same lot were evaluated. There were no visible defects, cracks, or tears, no abnormalities in material appearance or construction, and no evidence of contamination or foreign matter. Functional evaluation of representative samples demonstrated that the distal end covers installed easily and seated securely when used with a compatible endoscope. The covers remained firmly attached and did not disengage when gently pulled. No abnormal behavior or functional issues were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to device design, which is problems traced to the design specifications (e.g. In the requirements, testing processes, hazard analysis, implementation strategy). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.